Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 2 events were reported for this quarter. Product return status - 2 devices were received for evaluation. Evaluation status - 1 event was confirmed during testing. - 1 device was found to be affected by a worn rotor assembly. 1 device evaluation is in progress. Additional information - 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data. 2 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by a worn rotor assembly.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.